Manufacturer narrative:
UDI number: (B)(4) for lot number 17840211. UDI number: (B)(4) for lot number 17840210. Gore was unable to identify which of the two gore® viabahn® vbx balloon expandable endoprosthesis used in this procedure caused or contributed to the adverse event. (B)(4). Concomitant medical products used: gore® excluder® aaa endoprostheses; aortic extender component. Review of device manufacturing record history confirmed both devices met pre-release specifications. The devices remain implanted. Therefore, direct product analysis was not possible.

Event description:
The following was reported to gore: on (B)(6) 2018, a patient was implanted with gore® excluder® aaa endoprostheses and two gore® viabahn® vbx balloon expandable endoprostheses to treat aortic occlusive disease. The vbx devices were placed in the right and left common iliac arteries, and inside the excluder device. As reported, all of the devices were placed at the intended treatment areas. When the physician attempted to balloon the two vbx devices simultaneously, calcification on the aorta walls was loosened, causing a tear. The tear was reported to be below the right renal artery, proximal to the edge of the gore® excluder® aaa endoprostheses. This was confirmed under angiography. An aortic extender endoprosthesis was deployed just below the left renal artery. Next, an open conversion was attempted because a proximal type I endoleak involving an aortic device was observed. All devices were left implanted. At this time, the patient became hemodynamically unstable due to blood loss (amount of blood products given is unknown). The patient went into cardiac arrest and expired.